Event description:
Tube in two parts "out of the box"; no patient involved.======================manufacturer response for rusch double lumen endotracheal tube, rusch double lumen (left) ett (per site reporter).======================none at this time.